Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that there was a recognized artifact on images. A philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed a low contrast artifact was present on images. The fse found that the compensator was broken (addressed in this (B)(4)) and also an issue with the couch horizontal drive server (addressed in (B)(4)). The fse replaced the compensator and completed calibrations to resolve the artifact. The fse reported there was no patient impact and no report harm to a patient or operator. The system is functional and in clinical use. This issue has been determined not to be a reportable event.